Event description:
The autopulse platform sn (B)(4) was used to resuscitate a patient in cardiac arrest. The platform performed compressions for 20 minutes. The battery was replaced to continue with the resuscitation and when the start button was pressed, the platform displayed a "system error, out of service, revert to manual CPR" error message. Immediately, the crew reverted to manual CPR. The return of spontaneous circulation (rosc) was not achieved, and the patient expired. No additional information was provided. Per the reporter, the patient's death was not related to the autopulse platform.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform sn (B)(4) stopped compressions and displayed a "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the review of the archive data. The root cause for the reported complaint was the drive train motor brake assembly air gap was out of specification and was not adjustable, likely attributed to normal wear and tear. The autopulse platform is a reusable device that was manufactured in may 2010 and is more than 12 years old, well beyond the expected service life of 5 years. Upon visual inspection, unrelated to the reported complaint, cracks were observed on the front cover at the front-end area and the top cover at the front end. The observed physical damages appeared to be characteristics of user mishandling. The front cover and the top cover need to be replaced to address the observed physical damages. The archive data revealed a system error 139 (unable to hold compression position) message on the reported event date, thus confirming the reported complaint. System error 139 was generated if a platform cannot give optimum CPR, the platform stopped compression as intended if it can't provide optimum CPR. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The brake gap inspection indicated that the drive train motor brake assembly air gap was too wide (0.013 "). The brake gap is not adjustable and continues to open out of specification (0.008" ± 0.001"). The defective drive train motor needs to be replaced to remedy the fault. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with sn (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.